Event description:
Rptr stated that caller from facility reported a free flow of fluid from source container(s) into the final container just after a new transfer set was installed and prior to programming the unit to pump. Upon questioning by rptr, caller stated that tubing is not prestretched and it did not appear that rotors had been turned after the set was installed. Rptr had caller turn rotors, and replace final container - a very small amount of fluid leaked into the final container. The rotors were then turned so each had one roller in the "6 o'clock " position. There was no free flow. Since the issue was resolved by phone and the caller inserviced on correct set installation procedures, the unit was not sent to product svs for evaluation. No pt involvement.